Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® multiple sample luer adapter, an unspecified number of tubes leaked blood when tube was inserted into holder. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: h.1 imdrf annex a grid (1: a050401 - fluid/blood leak (1250)). Investigation summary: bd received 5 photos from the customer for investigation. Evaluation of the photos shows a luer adaptor with blood leakage in the holder attached to another device. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve function. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® multiple sample luer adapter, an unspecified number of tubes leaked blood when tube was inserted into holder. No adverse impact was reported regarding the patient or user.